Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the low-pressure issue was due to faulty manifold. However, the specific cause of the damaged manifold was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit had fumes or gas leak in the air insufflation and pressure malfunctions. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found that there was a failure of the regulator manifold unit which confirms the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.